Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause transvalvular insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The mechanics of worsening regurgitation are not well understood. Therefore, in this case, the cause of the worsening transvalvular insufficiency 2 years post procedure could not be determined. It is possible that the initial trace transvalvular insufficiency and too ventricular placement may have contributed to this event. Despite attempts to obtain information, the treatment of the worsening transvalvular insufficiency is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, 2 years post pulmonic valve replacement, the patient was re-admitted for elective surgery due to worsening central regurgitation. During the index transfemoral pulmonic valve replacement procedure, a 26mm sapien valve was deployed too ventricular. No paravalvular leak (pvl) and trace central regurgitation were noted. No actions were taken. The patient was discharged in stable condition on postoperative day (pod) 2. The 6-month follow-up examination indicated good function with the valve, with mild central regurgitation, no pulmonary regurgitation (pr) and mild pulmonary stenosis (ps). Moderate regurgitation was noted at the 1 year follow-up examine, with some progression in the right ventricle-pulmonary artery (rv-pa) gradient and regurgitation. Two (2) years post procedure, the patient was re-admitted to the hospital for elective surgery. The specific elective surgery is unknown.